Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all buttons contacts, a cracked battery compartment, and a missing audio bolus button cover. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: evidence of contamination was found under 'contrast' and 'up' key contacts all keys responsible. Battery compartment cracked from case seal to the finger grip pad. Missing the audio bolus button cover and contamination under audio bolus button key contact was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.